Manufacturer narrative:
Catalogue # a partial number of 35700 was provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump appeared to be infusing on an intubated patient with sedation but was not. The event occurred in the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Event description:
It was reported that a spectrum pump appeared to be infusing on an intubated patient with sedation but was not. The event occurred in the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Catalogue # a partial number of 35700 was provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.